Event description:
Reporter alleged at 8:45 am blood glucose tested 390 mg/dl back to back with a result of 125 mg/dl when tests were performed 2 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.